Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged. The lead was explanted and replaced. During the replacement procedure, the new ra lead exhibited high/undefined impedances. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.